Event description:
The user facility reported that in the cath lab-10 ml of air was left in the band; however, the patient started bleeding in post-anesthesia care unit (pacu) and the nurse added 2 ml of air. The patient started bleeding again, therefore, she added another 2 ml. The nurse waited 2 hours and began removing air every 20 minutes. She only took out 10 ml of air when the band was emptied therefore, she believed the band was leaking air. The procedure performed was an embolization. The estimated blood loss was less than 250cc. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 02apr2025: the procedure performed prior to using the tr band was a percutaneous coronary intervention (pci). Hemostasis was achieved by holding pressure. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials manager. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found that one tr band and inflator were returned to for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic analysis, there is a gap in the inflation balloon to check valve glue seal. The complaint can be confirmed for air leakage issues. The cause is a gap on the glue seal of the inflation balloon to check valve. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.